Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was sometimes unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump touch screen was unresponsive. The customer¿s blood glucose was 150 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.